Event description:
Nurse was flushing PICC line when it was noted that the PICC line was leaking at the hub. The patient was taken to radiology where the patient was sedated. The physician removed the old PICC line. The removal consisted of an over wire procedure. The same vascular access point was utilized for the new PICC line (right popliteal vein).